Manufacturer narrative:
D4: UDI is unknown as the part/lot number was not reported. H6: the quality investigation is complete.

Event description:
It was reported that during testing the blade was broken. It was also reported that there were no adverse consequences or patient involvement.

Manufacturer narrative:
D4: UDI is unknown as the part/lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing the blade was broken. It was also reported that there were no adverse consequences or patient involvement.